Event description:
The customer reported an issue with the t:slim x2 pump, specifically that the battery would not charge despite using the appropriate charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. To resolve the problem, the customer service agent coordinated with a supervisor to send a new replacement pump along with updated charging supplies. The customer was instructed to return the problematic pump using a pre-paid ups label and advised on programming the new pump settings and connecting it to their cgm.